Manufacturer narrative:
The returned device was visually inspected by marked product support and damage to the device was observed. As part of the online assembly of the device, 100% inspection is carried out. The damage associated by "cracking" the body along the seam line and dislodging the central connection is not consistent with any manufacturer processes or typical usage. However, the probable cause maybe due to the user attempting to "snap" open the device at the central join line, instead of the cap, causing the reported failure mode. To this date, the manufacturer has not been able to replicate the reported failure mode. There was no product deficiency identified. (Lancing device serial number) has been updated based on the returned product.

Event description:
Customer¿s mother reported customer¿s adc freestyle lancing device would no longer reset so that it could be fired again. She further reported that due to this issue she could not check the customer¿s blood glucose, so on an unspecified date/time the customer was taken to a hospital to have his glucose checked. Caller noted that at the hospital customer was treated with an unspecified intravenous infusion. No further information was provided by the caller as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle lancing device would no longer reset so that it could be fired again. She further reported that due to this issue she could not check the customer¿s blood glucose, so on an unspecified date/time the customer was taken to a hospital to have his glucose checked. Caller noted that at the hospital customer was treated with an unspecified intravenous infusion. No further information was provided by the caller as she declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.